Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the distal tip bends to the right in the neutral position and both the ring 2 and ring 3 seals are compromised; there is body fluid along the rings. No shorts were found during electrical test. X-rays did not reveal any abnormalities. Functional inspection noted that the steering knob and the tension control knob functioned properly on both lock and unlock positions. The catheter was placed on the curve template and the device did not pass the right and left curves tests; the tip did not reach the shaded area of the template. During rf ablation test, the device was connected to the maestro and a fault of d06 ¿ temperature out of range was displayed. A section of the proximal sheath near the strain relief was removed. There is continuity between the thermistor and ground wires to the connector. A portion of the proximal sheath near the torque hole was removed. There is continuity between the thermistor and ground wires to the connector. The distal end was dissected and the kevlar wrap is covering the solder connection between the center support and the steering wires but dried body fluid was found in the interior of the sheath. A twist in the thermistor wire was noted at approximately 30 cm from the distal tip. X-rays and microscopic inspection found a break in one of the thermistor wires approximately at 31 mm from the distal tip which is 1 mm proximal from the twist. The kevlar wrap was removed and revealed that the center support is bent approximately 2.6 cm from the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 05-apr-2017. It was reported that no signal on the recording system occurred and the steering mechanism was broken. A 7fr/4 mm blazer® ii htd was selected for use. During procedure when the physician used the device for mapping, it was noticed that the catheter's signal was not visible on the recording system. Furthermore, the catheter cable was replaced; however, the same issue occurred. The catheter was then removed and replaced with another of the same catheter and the signal was visible again on the recording system. No patient complications were reported. However, device analysis revealed that the ring 2 and ring 3 seals were compromised with body fluids.